Event description:
The cutter motor was not working at all during the case. They had already inserted into the pt's breast and taken a few samples. The case could not be continued. Rescheduling of the pt is pending diagnosis of the samples. The customer checked the driver after the case and found the motor to work intermittently. The cable at the strain relief at the side of the driver is suspect.